Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications. The complaint that the pump became hot to the touch could not be verified or duplicated.

Event description:
It was reported that the pump became hot to the touch.